Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor, and it was reported regarding if the heating around the pump resolved and what actions/interventions were planned to resolve it, it was noted ¿we will see how it goes.¿ further information was not provided.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (unknown dose and concentration) via implanted infusion pump indicated for multiple sclerosis. It was reported that the patient felt hotness around the pump. On (B)(6) 2024 the patient had an MRI and heat was felt occasionally after the MRI. On (B)(6) 2025 the patient visited the hospital for a refill and there was a recent complaint of feeling hot to the touch in the pump area. There were no alarm notations at the time of the medical consultation, either after the alarm sound or interrogation. There was no objective heat sensation felt during the refill. The cause was unknown. The causal relationship to the drug was unrelated. The causal relationship to the pump was unknown. The causal relationship to the catheter, programmer, and procedure were no.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign patient via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that a synchromed patient complained that the implant site felt hot and the rep was wondering what the possible causes could be. The physician did not feel the site was hot when changing refills, therefore, the physician was considering this cause was not the pump, such as the patient being hypersensitive. However, the physician was wondering if there were many such reports.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 update: additional information was received and code a26 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the alarm did not sound and no alarm was displayed.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at a daily dose of 120 g. It was reported that the pump felt overheated. It was unknown if there was a causal relationship to the pump. It was stated on (B)(6) 2022, the pump was replaced for the second time and it felt like the pump had been overheating recently, but it had not been there for a long time. It was felt when the patient was not moving, it was not usual and it was fine now. However, the overheating was gradually getting stronger. On (B)(6), the pump information was confirmed using the log. It was confirmed that the usual refill records and the records of the automatic recovery of the magnetic resonance imaging (MRI) examination performed on (B)(6). It was stated that the alarm sounded after the MRI examination, but it did not sound anymore after the alarm stopped. The log was checked, and no system abnormality was detected. There were no problems at all, such as swelling around the pump. The test values also did not show any abnormalities that might imply inflammation. Furthermore, in everyday life, there were no concomitant treatments such as magnetic therapy that warmed up the area around the pump. According to the physician, no particular abnormalities were confirmed, only the patient's complaint. The hcp wanted to know if there were other reports like this. Additional information received from a foreign health care provider (hcp) via a distributor indicated that when the pump was replaced for the second time on (B)(6) 2022, this was due to normal pump replacement surgery and there were no issues with the pump prior to replacement. It was stated that the heating/warming around the pump had resolved and there was no additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.